Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pre-use check, the customer noticed the tracheal cuff was unable to be inflated. No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four photos were received for evaluation. Visual inspection found a rip was detected in the pilot balloon; therefore, a leak was detected, complaint was confirmed. No other analysis was performed. The root cause of the reported issue was found to be manufacturing. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedures, by quality engineer on 25/jul/2022. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.